Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his blood glucose was 500 mg/dl and had a hard time to lower it. Customer stated when he uploaded the information he noticed there was data missing for 17 to 20 of november. Customer stated if had to do with the fact that had to reset date and time. Customer declined troubleshooting for high blood glucose. High occurred a week ago and was not hospitalized. Current blood glucose was 72 mg/dl. No further information reported.